Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that post port implant procedure via the internal jugular vein, the catheter was broken near the insertion site and the distal catheter segment migrated into the right atrium. The port body are still implanted in the patient and the distal catheter segment remains into the right atrium. The patient status was unknown.

Event description:
It was reported that sometime post port placement procedure via the internal jugular vein, the catheter was broken near the insertion site and the distal catheter segment migrated into the right atrium. The port body are still implanted in the patient and the distal catheter segment remains into the right atrium. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter fracture, catheter migration, deformation, naturally worn and material separation as the proximal segment was returned attached to the port body, and was noted to have wear between the 21cm, 25cm and 27cm depth marks, a complete circumferential break was noted approximately 10.0cm from the distal end of the cath-lock and both edges of the break were jagged with granular and smooth surfaces. Additionally, the edges of the circumferential split were jagged, with a smooth and rounded surface. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: b3, h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10